Event description:
It has been reported to philips that the system would not boot up. It froze at 00:00. There was no reported patient or user harm. A philips field service engineer (fse) replaced the front panel along with the dc power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and found that the short circuit was faulty. Fse replaced the front panel of the power distribution unit(pdu) which did not resolve the issue. Direct current power supply(dcps) of the pdu was replaced which resolved the issue. The defective dcps was returned for analysis and the part analysis confirmed there was an electronic defect with the dcps. After replacing the dcps of power distribution unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.